Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had low amplitude of 3mv and high thresholds of 7.5v@1.2ms. There is no indication of intervention.